Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. It is unknown when the user last received a blood glucose result on the meter. Due to meter being unavailable for use, the user administered insulin without knowing her blood glucose levels, which led to hypoglycemia. The user needed assistance from her father, and was taken to the hospital where she was stabilized. The type of treatment provided by the father and hospital were not provided. It is unknown how long the customer was hospitalized. No further information or details surrounding the event could be gathered.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section g3: added the mfg site information.